Event description:
It was reported that the patient experienced shortening with the ambicor penile prosthesis (app). No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.